Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an unrelated device replacement procedure, the physician wanted to replace the right atrial lead due to noise resulting in false automatic mode switch (ams) episodes. Due to patient anatomy, the lead could not be replaced. The lead was left implanted and programmed to a lower sensitivity. The patient was in stable condition.